Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a gastrointestinal (gi) bleed and was readmitted. The pt underwent a colonoscopy. Polys were found and clipped. No reoccurrence of bleeding.

Manufacturer narrative:
The pt continues a lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.